Event description:
The customer reported that during a procedure, the user had a very hard IV stick, but when they finally got the catheter in the patient and tried to withdraw blood, it felt like the tubing was plugged and she couldn't get anything withdrawn from the tubing. The sample was saved and will be returned to quest for evaluation. Product code 9542; lot number is unknown.